Manufacturer narrative:
The investigation has been completed, the time and date issue was unable to be confirmed due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple wall adapters and usb cables. Customer reported blood glucose level was 205 (mg/dl). Reportedly, the customer will use manual injections as alternate insulin therapy until the replacement pump was received. In addition, the customer observed the am/pm time setting was incorrect. Tandem technical support assisted the customer with correcting the setting.